Event description:
It was reported that the physician was unable to interrogate the patient's generator during a routine visit. The physician was concerned that the generator was at end of service and attributed this event to an end of service condition. The patient was then referred for generator replacement surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical interventions are known to have been performed to date.

Event description:
It was reported that the physician was able to interrogate the patient's vns and the battery indicated there was 75% of the battery remaining. Further follow-up found that the physician's programming systems have been functioning properly since the initial event. It appears the failure to program is the result of a potential emi issue.